Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump was exposed to moisture and experienced high blood glucose level. The customer¿s blood glucose was of 574 mg/dl. The customer states the insulin won¿t go through. Troubleshoot was performed for pump exposed to fluid. Customer reports pump was exposed to water in rain during the storm back (B)(6). Customer states the pump display went blank immediately after pump exposure to moisture. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. However, unit received with cracked and pushed in display window. The pump was also received with bleeding lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.